Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump displayed error code 46822 and had a damaged downstream occlusion seal. There was no patient involvement, and no patient injury was reported.

Manufacturer narrative:
D9: 8/8/2025. Received one device. Customer complaint of, delaminated downstream occlusion sensor (dso) seal confirmed through visual inspection, replaced dso seal. Customer complaint of error code 4598 cannot be confirmed through pump power up test. Performed sensor calibration. Performed performance verification tests (pvt), unit pass all testing criteria. Software updated. Unit reset to standard configuration. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.